Event description:
It was reported that the customer was in the emergency room due to high blood glucose over 600mg/dl. The customer experienced nausea and vomiting. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found a low reservoir alarm. Assisted the customer to run a manual prime and the insulin did exit. Performed the high pressure test and passed. Advised the caller that the insulin pump is functioning as designed. Instructed the caller to change the entire infusion set and reservoir. Suggested to remove the cannula and it was not bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.